Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative that the patient has been unable to charge her device since (B)(6) 2020. The manufacturer representative was unable to interrogate the device at the time of the report, and the patient did not have her equipment with her during the appointment on the day of the report. The physician and patient have decided to upgrade the spinal cord stimulation system. A surgical intervention has been planned, but not yet scheduled.